Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is not releasing the plunger prior to removing the syringe from the cartridge. Clinical support informed the customer that is not releasing the plunger prior to removing the syringe from the cartridge is off label per the tandem user guide. Customer changed pump supplies to address the issue. Customers blood glucose was 150 to 200 mg/dl range.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.